Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific implant request was received for a bilateral hip revision. "Revision hip. Stem is well fixed. Require abg heads." Planned for surgery. As reported by rep: "bilateral revision for loose acetabular implants. Well fixed stem that requires abg heads." This is for the left hip.